Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss and a motorcycle accident. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned to a more comfortable spot. The physician electively replaced the ipg during the same procedure. Post-operatively, stimulation therapy was restored and the issue was resolved.